Event description:
Patient had pain, x-rays show high metal wear debris. A revision surgery is necessary, the revision is scheduled for (B)(6).2010.

Manufacturer narrative:
This implant is not sold in the united states to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the united states at this time. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.